Manufacturer narrative:
H.6. Investigation: 15 representative samples were returned for investigation. The 15 representative samples were subjected to visual inspection, catheter adapter leak test and injection valve test. No defect and leakage was observed. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we have had a new issue with grey venflon safety device product code 393229, lot number 9021938 and at the moment we are looking at taking them all off our shelves in every ward."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we have had a new issue with grey venflon safety device product code 393229 lot number 9021938 and at the moment we are looking at taking them all off our shelves in every ward."